Event description:
A needle prematurely released from the suture. The surgeon lost both visual and tactile control of the needle subsequent to the event that resulted in a retained foreign body. The surgeon reports no adverse pt consequence and opines no anticipated adverse consequence.

Manufacturer narrative:
H-6: no conclusion can be drawn at this time. 510(k)# is k946271